Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the device does not work for the patient. When they wear a belt, the ins digs into the upper part of the belt because of where the ins is located. They cannot take it and it has been like that since implant. The patient had a fall in the past and a second fall on (B)(6) 2020 where they fell out of a pick-up truck onto the ins. It has been bothering them with pain since. The patient is afraid the ins could have cracked or broke and whether there is an acid that could leak in their spine. The patient has asked their healthcare provider (hcp) to remove their ins for 1.5 years and is now looking fora new hcp to remove the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the patient repeated the same information and the issue has not resolved. No further complications were reported or anticipated.